Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 8cm balloon. A kink was observed throughout its length. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. The proximal segment contained the hub and the distal portion of the catheter shaft. A complete catheter detachment was observed 59.1cm from the strain relief. The edges of the detachment were jagged and stretched, possibly indicating that excessive force contributed to the event. The distal segment contained the balloon and the distal portion of the catheter. A complete catheter detachment was observed 22.6cm from the distal tip. A partial circumferential catheter shaft break was observed 14.0cm from the distal tip. The catheter was stretched at the location of the partial catheter break. No ruptures were noted on the balloon. Functional/performance evaluation:no functional testing could be performed due to the condition in which the sample was returned (i.e. Balloon detachment). Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned. Based on the condition of the returned sample, the investigation is confirmed for both a complete catheter detachment and a partial break in the catheter. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. Labeling review:the current IFU (instructions for use) states: warnings:when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions:if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon was removed after the initial inflation in an upper arm venous anastomosis. The health care provider reported that the catheter allegedly had a break approximately 10-15 centimeters from the balloon. The hcp further reported that the device was removed and another pta balloon was used to complete the procedure. There was no reported consequences or impact to the patient.